Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
During evaluation, white foreign material was noted in the air/water cylinder.

Manufacturer narrative:
Additional information: b5, h4. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The third party provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 1cfu. Bacterial identification: dermacoccus sp. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 4cfu. Bacterial identification: rossellomorea sp. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 5cfu. Bacterial identification: cytobacillus sp, rossellomorea sp. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. A definitive root cause cannot be determined for the observed condition of white foreign matter in the air/water cylinder. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Olympus will continue to monitor field performance for this device.